Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that on (B)(6) 2019 she noticed her blood glucose (bg) was not going down. She was at 300 mg/dl when she checked her bg while wearing the pod between 24 and 36 hours on the abdomen. When her bg was not going down, the patient went to the emergency room (ER). While she was at the ER, they placed her on an IV of insulin. The hospital gave the patient two bags of insulin. The hospital diagnosed the patient with hyperglycemia. When the patient was placed on the insulin IV, she noticed a change immediately and felt better. She was at the ER for 8 hours. She has kidney failure, but is now stable. The patient is currently using injections. Her doctor stated she needed to increase her insulin, by injection. The device was discarded.